Manufacturer narrative:
(B)(4). Also,pll161407j/20560936 UDI#: (B)(4) was involved. Please note that the medwatch# 3013164176-2020-00010 was emailed to FDA on february 4, 2020 to cover a rupture of the left common iliac artery. Additional information was requested but was not available. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2020, the patient underwent endovascular repair of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses using a gore® dryseal flex introducer sheath. The physician attempted to deploy an iliac extender endoprosthesis from the contralateral gate. However, the iliac extender endoprosthesis was deployed outside of the gate. The physician elected to push the iliac extender into the aneurysm sac. The balloon was inflated in the proximal end of the iliac extender endoprosthesis and the balloon was pushed by 14fr gore® dryseal flex introducer sheath. The iliac extender endoprosthesis dropped into the aneurysm sac. When the physician cannulated to the gate again, the blood pressure was decreased. The ipsilateral leg was deployed, and then new contralateral leg endoprosthesis was deployed as a contralateral leg. It was successful. Angiography imaging revealed a rupture of the left common iliac artery and the left external iliac artery dissection. It was suggested that the left common iliac artery rupture was caused by the distal edge of the iliac extender endoprosthesis and the left external iliac artery dissection was caused by advancing of the 14fr gore® dryseal flex introducer sheath, when the physician attempted to push the iliac extender endoprosthesis into the aneurysm sac. The rupture of the left common iliac artery was already resolved by the contralateral leg endoprosthesis. No treatment was performed for the left external iliac artery dissection.